Manufacturer narrative:
Device passed displacement test. Hardware low level failures error alarmed during self test due to broken trace at on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call audio anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was not performed. Customer advised the insulin pump had audio loss and a self-test needed to be run. The insulin pump will not be returned for analysis.